Manufacturer narrative:
Correction to h6: patient codes, impact codes, device codes: patient code e0601 removed, impact code f23 removed, and device code a071202 removed.

Event description:
It was reported that when this cardiac resynchronization therapy defibrillator (crt-d) was left ventricular (lv) pacing, ventricular tachycardia (vt) was induced for this patient. The device was reprogrammed to eliminate lv pacing. No additional adverse patient effects were reported. The device remains in service. Additional information was received which reported that upon further review, lv pacing did not induce vt for this patient. The patient had premature ventricular contractions which led to events requiring anti-tachycardia pacing (atp). As previously reported, the device had been programmed to right ventricular (rv) only pacing, and it had been questioned why they were still seeing 100% lv pacing. Technical services (ts) explained that during atrial tachy response (atr) episodes the device will still bi-ventricular pace. They discussed further programming options. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that when this cardiac resynchronization therapy defibrillator (crt-d) was left ventricular (lv) pacing, ventricular tachycardia (vt) was induced for this patient. The device was reprogrammed to eliminate lv pacing. No additional adverse patient effects were reported. The device remains in service.